Manufacturer narrative:
(B)(4): manufacture date: 10/21/15-10/29/15. The actual sample was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample analysis determined that the product met all specifications. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. There was no patient injury or medical intervention associated with this event. No additional information is available.